Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of questionable results for one patient sample tested with roche cardiac t quantitative troponin t quantitative test strips (tnt) on a cobas h232 analyzer. Neither the h232 nor a similar device is sold in the united states. The initial tnt result was 0.276 ng/ml. The sample was repeated with a result of 0.303 ng/ml. Based on these results the physician sent the patient to another hospital. The patient had a negative tnt result at the second hospital. The customer had no further information about that test. The patient was returned to the first hospital. The customer sent their specimen to an outside laboratory where the tnt was 0.069 ng/ml by an unknown method. The exact date of the event is unknown. The customer would not provide the information. There were no allegations of an adverse event. Local customer support discussed with the customer the possibility of an interfering substance in the sample, such as hama or igg. The customer agreed to run quality controls on the device. The customer would provide no further information. The investigation was unable to determine a root cause with the information provided. The customer would not return the test strips. Since the customer would not provide a lot number, retention testing could not be performed. The patient sample was requested for investigation but could not be provided.